Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), failed battery test, pump error 42(drive count error boundaries exceeded after movement). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return was required for mmt-1886.

Event description:
Updated summary: the device mmt-1886 will be returned for analysis.

Manufacturer narrative:
Unit received pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify failed batt test, 42 alarms due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 38 alarm on 12/06/2024 18:58:40.000, 12/06/2024 19:27:19.000, 12/06/2024 19:28:17.000, 12/06/2024 21:16:37.000 and pump error 42 alarm on 12/06/2024 18:58:05.000, 12/06/2024 18:58:23.000. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). Unable to verify failed batt test, 42 alarms due to the pump error 38. Pump error 38 during rewind and pump error 38, 42 alarms in the pump history confirmed due to corroded motor home switch. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.